Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote support service was offline and stuck at black screen, station was stuck on blue screen and asked for password. A field service engineer found the station was at the basic input/output system (bios) password screen, reseated the serial ata cable (sata) cable and successfully booted the system, replaced the translucent cable with a new serial ata cable (sata) cable and performed multiple boot cycles. The customer pulled multiple items without issue. All systems functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on a blue screen, prompting for a password. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.